Event description:
It was reported that the patient was complaining of thigh pain so the physician removed "a portion" of the sling. The patient was "still dry after surgery." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.